Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that screws were loose at t11 and l3. Patient refused revision procedure.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show ap and lateral lumbar films show severe degenerative disc disease with a degenerative facets throughout the lumbar spine. Osteoporosis is also suggested. Subsequent decompression and fusion from t11 to s1 was performed with interbody spacers at l4 with decompression for stenosis at t12 and l4 only. Lysis of the screws at t11 is noted as the thoracic spine flexed forward leaving the implant in place (in relation to the lumbar spine below). Subsequent revision has been delayed as patient does not wish to consider a repeat surgery of this severity. Failure due to poor surgical planning and a very high risk long lumbar fusion construct which stops at the thoracolumbar junction.